Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula broke before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr412 junior cannula was received at fisher & paykel healthcare and was visually inspected. Results: visual inspection of the returned cannula revealed a hole in tube about 6.5 cm from right cannula connection. The spring was found broken at hole. One side of the broken spring is pointing outwards. Conclusion: we are unable to determine what caused the reported event, however it appears that the tube was punctured with blunt object. All optiflow junior cannulae are visually inspected, 100% occlusion and leak tested after final assembly and any cannula that fails is discarded. The subject ojr412 junior cannual would have met the specification at the time of production.

Manufacturer narrative:
(B)(4). The complaint ojr412 junior cannula is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula broke before use. There was no patient involvement.